Event description:
Patient in the outpatient center for a spinal cord stimulator procedure. During the procedure, there was difficulty with moving the lead. When the physician tried to pull back the lead, it felt like it was stuck. X-ray taken. The lead looked kinked. At that point, the m.d. Pulled needle and lead out together while using more tension than usual. M.d. Noted that contact 5 was broken when counting up from the bottom. Procedure was aborted. Patient was sent to have a thoracic and lumbar CT scan which was negative for an epidural hematoma.